Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for two patient samples tested on a cobas pro ise analytical unit. Sample 1: the initial result was 149 mmol/l. The repeat result was 140 mmol/l. Sample 2: the initial result was 152 mmol/l. The repeat result was 143 mmol/l. A provider questioned the initial patient results. The customer reran the samples on a different ise instrument, and the second set of results matched the patient's clinical history more closely.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer (fse) identified the cause to be a dirty reagent flow path. Before the fse arrived, the customer had replaced electrodes, ran wash rack, activator, and flow path cleaning. Fse checked adjustments and ran precision. Qc was performed successfully, and the instrument was confirmed to be performing to the manufacturer¿s specifications. The investigation determined that the service actions resolved the issue.